Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer provided a blood glucose of 207 mg/dl and also indicated that there was no adverse impact to the customer's bg level. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump and to monitor the battery performance. Upon follow up, the battery depletion rate was determined to be within normal parameters. Customer acknowledged.